Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16 the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: per customer, we have had multiple catheters, all from lot#2160587, that do not retract the needle when the button is pressed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-nov-2022 h6: investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received 50 sealed 20ga x 1.16in. Insyte autoguard units from number 2160587. A sampling of 20 units were examined and tested. Of the 20 units tested, 6 units failed to retract. Each failed unit was microscopically analyzed, and adhesive was discovered between the button and the hub. This prevented the button from being pressed which caused the needle retraction failure. The reported issue was confirmed and determined to be manufacturing related. During manufacturing adhesive is dispensed into the hub to secure the cannula. A station alignment may cause adhesive to be on the outside of the hub, causing partial or no retraction. A vision system software and functional testing plan is performed to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10

Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16 the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: per customer, we have had multiple catheters, all from lot#2160587, that do not retract the needle when the button is pressed.